Manufacturer narrative:
The pump powered up properly after battery installation and was received with operating currents within specification. The pump was monitored and no blank display anomalies, low battery alerts or weak battery alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. No traces of moisture was noted at the electronic or motor assemblies per visual inspection. The pump was received with a corroded battery tube. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of blank display and low battery alert from the insulin pump. The customer's blood glucose reading was 21.0 mmol/l. The customer changed the batteries and the pump alarmed low battery. The customer stated that the issue started when they took a trip to mexico and it was humid. The customer stated that the pump sometimes goes blank and will come back on its own. The insulin pump will be returned for analysis.